Manufacturer narrative:
Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported entrapment of device, device embedded in tissue or plaque, surgical intervention and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported entrapment of device, device embedded in tissue or plaque, surgical intervention and unexpected medical intervention are related to patient anatomical morphology and/or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11.

Event description:
It was reported that during procedure diamondback 360 peripheral orbital atherectomy device (oad) got stuck in heavily calcified distal right anterior tibial vessel. The vessel diameter was 2.0-2.5 mm. An attempt to engage glideassist was made, but did not work. Luminal and plaque morphology was verified by intravenous ultrasound. The vessel was predilated with a 1.5 mm jade balloon and the patient was sent to emergency room. The device was removed during surgery. Bypass was performed to the peroneal artery.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure, diamondback 360 peripheral orbital atherectomy device (oad) got stuck in heavily, calcified distal right anterior tibial vessel. The vessel diameter was 2.0-2.5 mm. An attempt to engage glideassist was made but did not work. Luminal and plaque morphology was verified by intravenous ultrasound. The vessel was predilated with a 1.5 mm jade balloon and the patient was sent to emergency room. The device was removed during surgery. Bypass was performed to the peroneal artery.